Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 375cc saline breast prosthesis, catalog #3501660, serial #(B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate profile 375cc saline breast prosthesis (right device) and a mentor smooth round moderate profile 325cc saline breast prosthesis (left device) when the right breast prosthesis deflated after implantation. In addition, the patient developed ptosis in both breasts. As a result, the patient bilateral explantation and replacement with mentor memorygel breast implant 385cc gel breast prostheses on (B)(6) 2018. This medwatch report is for the left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. White material was observed within the device or on the shell surface. The product evaluation (pe) team discovered a crease on the anterior aspect and extended to the posterior aspect. No other anomalies were discovered. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. Some breast ptosis is a normal component of the mature breast. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. At this point is not possible to determine the etiology of the white material found on the device. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. (B)(4).